Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure inserted for female sterilisation. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('essure removed') .in an adult female patient who had essure inserted for female sterilisation. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020, quality safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and menometrorrhagia ('menometrorrhagia') in an adult female patient who had essure (batch no. A02662-inv) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "novasure/ essure.". The patient's medical history included menorrhagia and menometrorrhagia. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy and partial cornuectomy and novasure ablation). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain and menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia and pelvic pain to be related to essure. Lot number (a02662) is not valid. Most recent follow-up information incorporated above includes: on(B)(6)2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and menometrorrhagia ('menometrorrhagia') in an adult female patient who had essure (batch no. A02662) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "novasure/ essure." The patient's medical history included menorrhagia and menometrorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy and partial cornuectomy and novasure ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received : event medical device removal replaced with event pelvic pain. Patient¿s dob, lot no, insertion date updated and reporter information added. New events added- menometrorrhagia, ablation done with essure placement. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.